Event description:
User experienced a leak from the waste line under the analyzer. User stated no patient sample erroneous results were generated nor were there any injuries. The field service representative determined there was a problem with the waste tubing at the manifold and a loose connection. He replaced the waste tubing inside the analyzer. Performance tests were performed which were within specification and no other leaks were detected.